Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that the internal threads of the implant (tsvb13) are damaged. A rethreading tool was requested. Tooth location 12.

Manufacturer narrative:
No product was returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: (B)(6).

Event description:
No further event information available at the time of this report.